Manufacturer narrative:
Correction corrected data: h10 additional information 3 devices were not reprocessed or reused.

Event description:
This report summarizes 3 malfunction events in which the device reportedly overheated and had paint chips missing. - 3 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 3 devices were evaluated based on visual confirmation and historical data analysis. Additional information: 3 devices were not labeled for single-use. 3 devices were reprocessed or reused.

Event description:
This report summarizes 3 malfunction events in which the device reportedly overheated and had paint chips missing. 3 events had no patient involvement; no patient impact.